Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced charging issue and underwent an ipg replacement procedure to get an MRI compatible. The patient was doing well postoperatively and the explanted ipg was kept by facility.